Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) generated a stand by pulse test relay check fault. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor generated a stand by pulse test relay check fault. The cause of the fault was due to defective components, q11 and k2. Component q11 is a transistor that is used to activate/deactivate relays for high voltage capacitor charging, discharging, and pulse firing. Component k2 is a surface mount discharge relay. Both components are on the ca board. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective components. The last patient to use this monitor did not report any deficiencies.